Manufacturer narrative:
Sc-2218-70 (sn (B)(4)) device evaluation indicated that the device was frayed approximately 12 cm from distal end. Cables were exposed at the fracture site. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needle¿s bevel is facing down or the angle of the insertion needle is greater than 45º. An angle of more than 45º increases the risk of lead damage.

Event description:
A report was received that the patient underwent an unknown procedure wherein a lead was returned for an unknown reason. No further information could be obtained.